Event description:
The information provided by local distributor indicates: hospital name: (B)(6) medical center, surgeon's name: dr. (B)(6), date of initial surgery: on (B)(6) 2024, body part to which device was applied: right lower extremity surgery description: fracture treatment patient information: 59-year-old, female problem observed during: into treatment/post-operative type of problem: device functional problem event description: tlevo long struts with dyna broke above dynamizer. Patient needs removal surgery. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery is required: date to be determined a medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: patient is currently waiting to be cleared to surgically remove the external fixator. Further information received: the breakage was just realized in the follow up apt on (B)(6) 2024. There was no direct injury to the patient. The frame still needs to be removed. Upon scheduling of the removal we will have a better idea of whether it is just a removal or a full revision. X-rays are not available. Please also kindly refer to MFR reports 9680825-2024-00024 and 9680825-2024-00027. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device lot b2867634 (marked on component (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2023 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation the devices involved in this event have not been received by orthofix srl yet. The technical evaluation will be performed as soon as the devices become available. As soon as further information is available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market. Please kindly refer also to MFR reports 9680825-2024-00024 and 9680825-2024-00027.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6) medical center. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: right lower extremity. Surgery description: fracture treatment. Patient information: 59-year-old, female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: tlevo long struts with dyna broke above dynamizer. Patient needs removal surgery. The complaint report form also indicates: the device failure had adverse effects on patient, the initial surgery was completed with the device, the event did not lead to a delay in the duration of the surgical procedure, an additional surgery is required: date to be determined, a medical intervention (outpatient clinic) was not required, copies of the operative reports are not available, copies of the x-ray images are not available, patient current health condition: patient is currently waiting to be cleared to surgically remove the external fixator. Further information received: the breakage was just realized in the follow up apt on (B)(6) 2024. There was no direct injury to the patient. The frame still needs to be removed. Upon scheduling of the removal we will have a better idea of whether it is just a removal or a full revision. X-rays are not available. Further information received on 7 june 2024: 1. The frame was completely removed as he was near end of treatment. There was not another frame applied to this patient. 2. The patient is well. There still seems to be a nonunion present but the patient is a diabetic and does not take great care of himself. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4). Please also kindly refer to MFR reports 9680825-2024-00024 follow up 1 and 9680825-2024-00027 follow up 1.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device lot b2867634 (marked on component (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2023 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation: the returned devices were examined by orthofix quality operations department. They were subjected to visual and dimensional check as per orthofix specification. The visual examination evidenced that the glueing supposed to guarantee the fixation between the outer tube (subcomponent code (B)(6)) and the female end with dyna (subcomponent code (B)(4)) failed. The two subcomponents are separated. The glue looks uniformly distributed on the inner part of the outer tube and on the female end. All the struts were returned with the central lock tightened. It was possible to unlock them easily by hand. In one strut the ferrule on the female end with dyna was misaligned. In another strut the dynamized part is fully closed and it was not possible to open it by hand. This was likely caused by the failure of the frame. In all struts returned the dynamized part is initially closed. The dimensional check did not evidence any anomalies. Functional check and performance verification could not be fully tested as the struts were returned separated. Dyna functionality: conforming to specifications for one strut. On the second strut the ferrule looked firmly locked. On the third strut the ferrule on the female end with dyna was misaligned and it was not possible to rotate it by hand. This could be related to the frame failure. Sliding functionality: internal/external tubes sliding is in accordance with usual performances. Functional static test was performed on struts from previous production. All devices tested met the design specification. Test passed. Final comments: the results of the technical evaluation concluded that the returned devices were originally conforming to specifications. Unfortunately, the evidence collected were not sufficient to determine the root cause of the failure occurred. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to the same lot. Orthofix srl continues monitoring the devices on the market. Please kindly refer also to MFR reports 9680825-2024-00024 follow up 1 and 9680825-2024-00027 follow up 1.